Event description:
Customer reported a female patient sustained a 1.5cm x 1.75cm skin loss to the right upper thigh upon removal of the drape following a right total knee arthroplasty and was treated with a xeroform dressing. Reportedly, one drape was from the shelf and the other drape was from the pack but there was no way to tell which drape the injury occurred under. The cardinal (distributor) pack had been at other facilities without issue. The surgical prep used under the drape was chloraprep.

Manufacturer narrative:
(B)(4). (B)(6). This is the fourth reported incident from (B)(6) hospital. Three of the four were related to elderly patients. Three m submitted medwatches to FDA for all events reported. The manufacture dates would be 07/01/2013 (2015-07 fl) or 04/01/2013 (2015-04 cx) for the lots. Three m did visit the hospital as a follow up. Product labeling states: "skin of elderly patients is typically fragile and thus requires even greater care when applying and removing adhesive products such as drapes."